Event description:
Spontaneous communication from patient, stated that after infusion, he was unable to reset his freedom 60 pump. Patient reported that he heard a popping sound and was unable to reset the pump. This occurred post infusion. Infusion of hizentra was not impacted. Unknown if md aware. Unknown if patient had a backup device they were able to switch to. Replacement pump scheduled for pt indication: common variable immunodeficiency, unspecified. Unknown start date of pump. Did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No injury, new pump was sent to pt. Is the actual device available for investigation? Pump return box shipped to pt. Reported to (B)(6) by pt/caregiver.